Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise seen on atrial channel in most recent hmsc periodic iegm. Also noted a slight rise in pacing impedance. Patient was seen in emergency room after passing out. Recommended full device interrogation and lead evaluation. Device remains implanted.

Manufacturer narrative:
Combination product: yes.